Manufacturer narrative:
Updated fields - b4, d4 expiry date, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d4 UDI number, g2 the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extracorporeal tubing was returned cut in two parts. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. Additionally the optical fiber was found to be broken within the catheter tubing approximately 75.7cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 event site telephone- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using sensation plus 40 cc intra aortic balloon (iab) catheter, the fiber optic sensor failure alarm was raised. No harm or injury to the patient was reported.